Manufacturer narrative:
A review of the manufacturing device history record for lot number j207-421 provided by the customer was performed. The product was manufactured 07-25-22. This investigation determined that all products were manufactured, inspected, and released in accordance with our established specifications for quality and efficacy. No sample was provided by the customer; therefore, an evaluation of the complaint device for deficiency of construction could not be performed. Discussions were held with engineering, quality, and production concerning the assignable cause and corrective actions for excessive glue residue at the flex pack-out operations. A scale is utilized to ensure the proper amount of glue is used to attach the lids to the liners. Lot inspection procedures are performed including sampling product for proper glue weight and leak testing. It is possible the product involved in this reported incident was not included in the sampling plan. Based on the investigation, no specific assignable cause could be determined; therefore, no specific corrective action could be completed. The product in this reported incident was manufactured prior to the updated equipment for the glue extruder and the accompanying validation. Key production and quality personnel have been made aware of this reported incident through this investigation process. No further action is planned at this time.

Event description:
Patient was in or for trial of forceps. After birth of baby required suctioning at panda warmer. Suction did not work. Neonatal resuscitation equipment checked by nurses when setting up for assisted birth and was noted to be functioning. Wall suction used as needed. No adverse outcome to baby. Issue with suction on panda warmers functioning intermittently brought to birth unit leadership attention by a staff member. It was noted that suction would be checked and functioning by nurse and then when needed for use it would not function.